Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopy-assisted distal gastrectomy on (B)(6) 2019 and suture was used. When closing wound of small incision site, one of the needles was detached from the suture easily during passing the needle through the fascia by interrupted suturing. It was a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # ==> (B)(4). The actual sample was returned for evaluation. An empty opened foil, a detached needle and a suture of product code zb740, lot ml5844 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture is severely damaged appears to be by the use of a surgical instrument. Per the sample condition the assignable cause suggests an improper handling of the sample.